Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported she had been having issues with the implant and they are getting ready to replace the implant. Caller explained she cannot charge the implant past 20-30 percent, it will not keep a charge and it is hard to charge the implanted battery. Caller states then when she is charging she will have to stop because the recharger shuts off. Caller states she went to the doctor in the spring about these issues and there was a manufacturer representative there who turned off one of her leads because she was feeling stimulation in her chest. Caller states all of this has been going on since spring.

Event description:
The patient reported that the circumstances of the issue was an increased activity level. The patient was still working on getting the issue fixed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.